Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor kit was reviewed. The dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
The customer reported that 30 minutes after the application of the freestyle libre sensor, the sensor detached. The customer subsequently was unable to monitor their blood glucose, and lost consciousness. The customer was seen by the healthcare provider and was treated with glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that 30 minutes after the application of the freestyle libre sensor, the sensor detached. The customer subsequently was unable to monitor their blood glucose, and lost consciousness. The customer was seen by the healthcare provider and was treated with glucose injection. There was no report of death or permanent injury associated with this event.